Manufacturer narrative:
(B)(4). Date sent: 4/29/2024. Investigation summary since this complaint is for a packaging issue, a call home data review is not necessary. The product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. A search of nonconformities (ncs) was performed for lot ml23118696. There were no observed nonconformities for this lot. No conclusion could be reached as to what caused the tyvek damaged; it appears that the package hit a pointy surface and this caused the reported event. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2024 b3: event year only reported: 2024 d4 batch #: unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the customer received damaged product. The packaging had holes and the sterile packaging has a hole in it.